Manufacturer narrative:
One used spinning spiros was returned for evaluation. Upon visual evaluation, the spin collar was noted to be activated and disconnected from its mating device. The sample was tested and met product specifications. The reported complaint of a disconnection could be confirmed. The probable cause of the disconnection is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 11/11/2025. Corrected information in d2a, d2b, and g4.

Event description:
It was reported that a spinning spiros¿ was found to have generated a leak during patient use. The reporter stated that "spinning spiros coming off the chemo pumps that they use, resulting in chemo spillages in patients¿ homes ¿. The spinning spiros disconnected from the line during use, resulting in approximately 50ml of the drug leaking onto the patient¿s bed while they were asleep. Involving the use of baxter elastomeric pumps and spinning spiros (part no. 011- ch2000s-c) with the chemotherapy drug 5fu. There is an unprotected chemo exposure and the involved product is available to be tested. There was no patient harm reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.